Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator¿s screen was broken. There was no harm or injury reported. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator¿s screen was broken. There was no harm or injury reported. The ventilator was evaluated by a third-party field service engineer and the customer¿s complaint was confirmed. The device did not pass the evaluation as specified in the service manual. The screen has physical damage. Therefore, mac address was not extract. The connectors were in good condition. The cabinet was in good conditions, but other parts were damage. E: 0029 evt_low_min_vent warning label is damaged. Additionally, the filter missing, battery door and filter cover with damage was observed.